Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer observed sparks when using the maryland bipolar forceps (mbf) instrument. The mbf instrument cover allegedly melted after the sparks. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected prior to use with no issue. The instrument did not collide with any energy instrument during the procedure. The surgical task being performed when the sparks occurred was membrane treatment. When the alleged arcing occurred, the following instruments were in use: fenestrated bipolar forceps, mbf, cadiere forceps, 30-degree endoscope. The sparks appeared to originate from mbf instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found thermal damage on the bipolar yaw pulley. The instrument was found to have charring and localized melting at the grip base between the grips. Thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The instrument passed the electrical continuity test.